Manufacturer narrative:
The received device had the cannula assembly fully deployed and the formed needle fully retracted. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would result in a needle mechanism failure. The device ran for 1113 pulses and was deactivated by the user. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod between 24 and 36 hours their blood glucose level had rose to 257 mg/dl. The patient reports the cannula had dislodged from the infusion site. In addition it was discovered that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred.